Event description:
It was reported the pt (B)(6) experiences itching at the ipg site after recharging the device. The pt reportedly has a rash near the area in question and has broken the skin due to scratching. It was recommended that the pt use a barrier between his skin and the charging antenna when recharging the ipg. The rash is slowly setting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.